Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six months twenty-two days following the implant of this transcatheter bioprosthetic valve, severe central aortic regurgitation (ar) and severe paravalvular leak (pvl) were reported. Subsequently, the valve was replaced by another manufacturer's product. No additional adverse patient effects were reported.